Event description:
Information was received from a consumer regarding a patient receiving fentanyl and another unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the device took a long time to connect and got stuck at 91%. The patient stated that it had always done that, and they thought it had to do with their refill. The patient stated that they got 10 boluses a day. The agent reviewed device function and assisted the patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID hh90t01 lot# serial# (B)(6). Product type: mobile platform product ID a820 lot# serial# unknown. Product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.